Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to assess instrument performance. Quality control (qc), calibration, and system check were all performing within the assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The patient's sample was repeated twice on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The initial, elevated access accutni+3 result was not released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Quality control (qc), calibration, and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in lithium heparin gel plasma tubes and was centrifuged for five (5) minutes at 5151 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.